Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08840. It was reported that auto mode switches (ams) due to atrial lead noise oversensing were observed. The patient experienced out of breath, palpitation and back pain radiating to patient¿s shoulders and jaw. It was suspected that the patient symptoms were due to device delivering inappropriate low voltage output because of inappropriate motion sensor programming. Programming changes were made. The patient was stable.